Manufacturer narrative:
Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), and batch: 7016547.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.